Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service engineer disassembled and cleaned all of the mechanical components of the sipper nozzle solenoid and cleaned the aspiration bulb. Calibration and controls were acceptable. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of analyzer alarms and questionable results from the cobas 8000 cobas ise module (double). One example was an initial sodium result of 149 mmol/l with a data flag. The repeat result was 140 mmol/l. The questionable result was not reported outside of the laboratory.